Event description:
It was reported that the patient experienced diaphragmatic stimulation from an unknown lead. Reprogramming was conducted. The right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead all remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 439688 lead, implanted on (B)(6) 2014. (B)(4).